Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. It was indicated that the customer received insulin (dose/type unknown) for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 6 (indicating abnormal termination) with a memory/software corruption error. An extended investigation has also been performed on the returned sensor and no signs of damage or misuse were observed. The sensor data was analyzed and the memory corruption in the ferromagnetic random-access memory (fram) section of the application specific integrated chip (asic) was observed. A fram error causes corruption in the memory, which in turn affects the software. Thus, memory corruption was identified as the root cause of this issue. This issue is confirmed due to memory corruption of the asic. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. It was indicated that the customer received insulin (dose/type unknown) for treatment by a third-party. There was no report of death or permanent injury associated with this event.